Manufacturer narrative:
H6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and three photos were received for evaluation. Visual inspection found a tube printed with 7.0 size different that the printed inflation line with 7.5 size; complaint was confirmed. The root cause of the reported issue was found to be incorrect handling of product. Customer complaint notification was performed on 15-dec-2022 to production personnel as awareness to failure mode reported. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that before opening the package, the customer noticed the size description on the product label was different from the actual product size. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.